Event description:
The facility reported a flogard infusion pump that did not infuse the correct volume. The event was reported to have occurred during patient use. The department this event occurred in is unknown. There was patient involvement but no patient/user injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4) - "the reported condition of "the machine not infuse the correct volume" was not confirmed during on-site evaluation. The device operated within specifications for the reported condition. No repairs were performed for the reported condition.